Event description:
On 6/11/97, 16 y/o male underwent posterior and anterior fusion. He had a left thoracolumbar curve of 72 degrees. He underwent shunt placement and three level laminectomy. Because of a congenital defect the cord was exposed on the left upper thoracic side. A rod was placed on the concave side, but due to cord exposure did surgeon performed only a unilateral construct. The rod broke on the apex of hook construct. Pt underwent revision on 1/22/97. Instrumentation was removed and replaced with a cage.